Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a general change-out procedure, this device's right atrial (ra) setscrews were observed to be stuck and the physician could not properly release the ra lead. After cutting the ra lead terminal pin, the ra lead was disconnected from the device. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device found the ra seal plug missing and a hex wrench broken off in the ra ring setscrew. After removal of the ra ring retainer washer, it was found that the ra ring setscrew was in the up position and loose. Analysis determined the stuck lead was induced due to not loosening the ra tip setscrew properly. The broken wrench tip in the ra ring was also induced during the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--